Event description:
A report was received that the patient was having pocket pain and difficulty charging the ipg. The ipg header was visibly poking out on the patient's back but it was unclear if there was an actual break on the patient's skin. The patient will undergo a pocket revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient¿s ipg rotated in the pocket and there was no breakage in the skin.

Event description:
A report was received that the patient was having pocket pain and difficulty charging the ipg. The ipg header was visibly poking out on the patient¿s back but it was unclear if there was an actual break on the patient¿s skin. The patient will undergo a pocket revision.